Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there are lines on the display. Additional information received indicated that the values are obstructed by the lines. The values appear to be correct. There were no error messages or alarms. The unit was unable to engage in pt monitoring because of the lines obstructing the display. No known impact or consequence to pt.